Manufacturer narrative:
The manufacturing representative (rep) went to site to test the imaging system and replace handswitch. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during procedure. It was reported that the site was experiencing difficulty using the system hand switch. They pressed the hand switch as hard as they could, and the spin would begin. However, after a few moments, the spin would stop, and a message appeared stating that the hand switch had been released, even though it was still being physically pressed. It occurred intra operatively and patient present at time of event. No further information available.

Manufacturer narrative:
H2) the handswitch was returned to the manufacturer for analysis. Analysis found that confirm reported complaint. Visual inspection passed. Install hand switch into test system c1396. System booted and readied. When actuated, the 2d and 3d buttons would not acquire images. The store button is functioning as expected when pressed. Faulty hand switch. B01,c07,d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information was added to a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the procedure was a lumbar fusion. There was no reported delay to the case. No reported impact on the patient.